Event description:
It was reported during a cross ligament reconstruction surgery, when the screw was twisted it broke. No patient injury was reported.

Manufacturer narrative:
One 7x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 3mm of the distal tip has been broken off and was not returned for examination. Dimensional assessment of the remaining portion of the screw confirmed it met print specification. This investigation could not identify any evidence of product contribution to the reported complaint